Event description:
It was reported the catheter got stuck on the guidewire. Treatment was being performed in the superficial femoral artery (sfa). It was a long case, which the physician was using a zipwire. The zipwire had been in the patient for a long time (greater than 20 minutes). When the physician advanced a 6.0 x20 charger balloon over the zipwire it got stuck. Both the charger and zipwire were removed from the patient together. Once outside of the patient, saline was applied and the two separated. The zipwire was then advanced again into the patient. The wire wetted between each device advancement. Another balloon catheter was advanced and worked fine. The procedure was completed with an innova stent with no complications to the patient. The patient was noted to be fine.